Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from scope cover. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process in addition to the reportable malfunction documented in b5, the following was found: the forceps elevator had a leakage; the air/water and the suction cylinder and had no color; the distal end was shaved; water tightness of forceps elevator was lost; the glue between z-block and the distal was worn; the light guide lens had signs of corrosion inside; due to wear of scope cover packing, water tightness was lost and due to annual inspection, parts must be replaced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the distal end had foreign material and the inside of light guide lens had discoloration. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.